Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot a materials analysis concluded the following: the adapter fractured in overload caused by the application of an off-axis load. The fracture initiated at the root diameter of the second thread closest to the adapter body. The eds spectrum of the material was consistent with a custom 455 stainless steel alloy heat treated to the h900 condition. No material or manufacturing defects were observed on the fracture surfaces examined. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
While receiving and doing routine inspection, I noticed that all item was broken and needed to be replaced.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
While receiving and doing routine inspection, I noticed that all item was broken and needed to be replaced.